Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable crej2 creatinine jaffé gen.2 control and patient results tested on a cobas 8000 c702 module. The customer stated that there is about a 25% difference in the initial patient and control results compared to when the same samples are retested. Specific patient results were requested but were not provided. The customer stated that this issue occurs sometimes when the reagent pack is almost empty. The results are again acceptable after performing a new calibration. The erroneous results were released outside of the laboratory, but no treatment was provided based on the erroneous results. There was no allegation of an adverse event. The cobas c702 serial number was (B)(4). A field engineering specialist changed the reagent probes, adjusted the reagent probes, and readjusted the cells. The customer stated they believed the carbon dioxide levels in the laboratory were acceptable. On (B)(6) 2018 the customer reported the issue was still ongoing. No specific details provided. The investigation is currently ongoing.

Manufacturer narrative:
The customer has not reported any additional issues. The investigation did not identify a product problem. The cause of the event could not be determined.